Event description:
A report was received that the patient's ipg was not holding a charge and had issues with the placement of the battery. The patient underwent a procedure where the ipg was relocated and replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient's ipg was not holding a charge and had issues with the placement of the battery. The patient underwent a procedure where the ipg was relocated and replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date received by manufacturer: 07-may-2015. Additional information was received that the physician confirmed that the ipg was replaced due to device malfunction. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.